Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that her insulin pump was not delivering the insulin, because she programmed 4.5 bolus units and the insulin pump went to 0.0 units and then time out. Customer stated that she started to do some troubleshooting and at the time to perform displacement test, the insulin pump started to deliver the bolus that she had programmed earlier. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.